Event description:
Discordant advia centaur result was obtained on a pt sample. The result was reported to the physician. The sample was retested on the advia centaur and the corrected result was reported. There is no known pt intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due a problem with the wash block, wash tubing harness and defective pinch valve. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.